Event description:
Event description cpi received information that this bipolar steroid eluting lead was removed from service due to lead dislodgement. Implant date-07/24/96. Removed from service date-07/26/96. The physician's manual 352527-003c, page 15, lists displacement as a possible adverse effect.